Manufacturer narrative:
A ge service representative performed an on site investigation. Voltages on the camera power supply were adjusted. The system was then found to be operating as intended.

Event description:
The customer reported, the system failed to produce fluoroscopy x-ray. No report of pt injury.